Event description:
Boston scientific crm received information that this left ventricular lead was found to be fractured. It was noted that this was an existing problem and the lead had been turned off. The lead was exhibiting out of range impedance measurements and no capture at max outputs. The patient is not therapy dependent, however was exhibiting heart failure symptoms. The fracture appeared to be located beyond the suture sleeve. The physician noted this lead was bundled with the atrial and right ventricular leads and suspects the suture contributed to the fracture. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of this lead noted dried blood and body fluids had infiltrated the entire lead lumen. The conductor coils were fractured at 390 mm from the terminal pin. The inner and outer insulation was also damaged in areas arround the fracture site. No further testing was performed. Laboratory testing confirmed the allegation that this left ventricular lead was fractured though visual inspection.

Manufacturer narrative:
Should the lead get retured, it would be analyzed.